Event description:
Patient underwent tracheostomy tube placement under bronchoscopic guidance. Overnight, patient developed hemoptysis with bloody et tube secretions and coughing. Bronchoscope insertion indicated foreign object emanating from the subsegmental bronchus. Object retrieved with forceps and identified as wire straightener used in the tracheostomy kit.